Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable ise indirect na for gen.2 result for 1 patient tested on a cobas 6000 c (501) module. The initial sodium result was 167 mmol/l with a repeat result of 147 mmol/l. The erroneous result was "tentatively" reported outside of the laboratory. The repeat result was deemed correct and was reported to the physician. There was no allegation of an adverse event. The sodium electrode lot was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.